Manufacturer narrative:
It was reported that the needle broke off of the hub during a surgical procedure. A portion of the needle was exposed and the physician was able to manually remove it from the patient. The procedure continued without further incident. There was no injury or need for further medical intervention as a result of this incident. This needle is a component in a custom procedural tray and is manufactured by nipro medical. They have been notified of the incident. As the manufacturer of the device, nipro medical will make the determination if any corrective action is required.

Event description:
It was reported that the needle broke off of the hub during a surgical procedure and was manually removed.